Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella rp flex was inserted via right internal jugular vein in a 68 year old female admitted with acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The patient was in the ICU on support with the rp flex. On day 3 of support, hemolysis was reported. The pump was unable to advance deeper and the inlet was in the superior vena cava. Suction continued with the device repositioning and the patient having adequate volume. It was noted the patient had a small superior vena cava and small heart. The repositioning will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the reposition, however the reposition was performed with no consequence to the patient and support. Hemolysis is a known risk associated with impella rp flex as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
Investigation summary: device in wrong position: the cause of device in wrong position was most likely patient condition related. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided. Low or blocked pump flow: the cause of low or blocked pump flow was unable to be determined as limited clinical details were provided.